Manufacturer narrative:
The exact valve model number is not available. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below;  (B)(4) edwards ascendra introducer sheath set; (B)(4) edwards ascendra+ introducer sheath set; (B)(4) edwards sapien 3 transcatheter heart valve with certitude sheath set. This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-04785,  2015691-2018-04787, 2015691-2018-04788, 2015691-2018-04789.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case.  This is one of five manufacturer reports being submitted for this case. In this case, the exact valve model number is not available. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below;  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication). Per the instructions for use (IFU), access site complications/ cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old.  This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the bleeding is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. References for complaint file: sabine bleiziffer, et al. Apical-access-related complications associated with trans-catheter aortic valve implantation, journal of cardio-thoracic surgery 2011; 469-474. Patrick serruys et al. Transcatheter aortic valve implantation tips and tricks to avoid failure. 2010 reference article:  eng mh, greenbaum a, wang dd, wyman j, dnp, arjomand h, yadav p, nemeh h, paone g, guerrero m, o'neill w. Thrombotic valvular dysfunction with transcatheter mitral interventions for postsurgical failures. Catheter cardiovasc interv. 2017 aug 1;90(2):321-328. Doi: 10.1002/ccd.26909. Epub 2017 feb 10. Pubmed pmid: 28185392.

Event description:
As reported through article, ¿thrombotic valvular dysfunction with transcatheter mitral interventions for postsurgical failures immediate procedural mvarc defined¿, reports the outcome of thirteen tmvr cases that were treated with degenerated mitral valve repair or valve replacement were treated. Under the heading ¿procedural results¿:  one valve in ring case required a second valve. Under the heading ¿in hospital clinical course¿: 1 major bleeding event associated with delayed hemostasis due to delayed apical hemostasis and required two units of blood. Under the heading ¿intermediate clinical followup¿:  the one of the three mentioned hospitalized patients (hospitalized for persistent lower extremity edema caused by an iatrogenic atrial septal defect). It was reported they plugged the asd and the patient¿s symptoms resolved. Two other hospitalized patients elevated gradients, chf symptoms. They were symptomatic and hospitalized). Treatment was enoxaparin. It says the one patient was ¿post valve in valve, treated with enoxaparin for 4 weeks, mg and nyha symptoms improved.  The other patient was ¿post valve in ring¿ and couldn¿t tolerate anticoagulation due to gi bleeds. (Gradients therefore did not improve). A third patient had valvular thickening suspected to be subacute thrombus. His gradients were never increased, his symptoms were fevers but negative for endocarditis, and the fevers resolved. He was treated with coumadin but leaflet motion remained reduced.